Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified the manufacturer internal reference number is:(B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, haptic was broken. Additional information was received stating that, when the iol was injected, the haptic was amputated. So the defective iol was explanted on same day and the new iol implanted.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Broken haptic was observed on the returned photo. Provided photo shows an intra ocular lens(iol) and what appears to be a blue company plunger against unknown background. One haptic of the iol is broken and appears to be attached to the tip of the plunger. The reporter stated non-company viscoelastic is not qualified for use with the qualified iol model. Based on our observations of the returned photo, the haptic appear to be broken. According to the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the customer states the use of a non-qualified viscoelastic. The use of an unqualified ophthalmic visco elastic device may cause damage to the lens and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).